Event description:
The pt was implanted with a vented electric left ventricular device (lvad). It was reported by the vad coordinator that the pt experienced red heart and yellow wrench alarms. Pt was admitted to the hospital. The hospital made a decision to replace the lvad with another lvad.

Manufacturer narrative:
The pt is doing well and remains on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.